Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one device for evaluation. Visual examination of the device confirmed the reported condition; grey particles approximately 2 mm in diameter were found in the drug vials. The root cause of the reported condition was determined to be a suboptimal user activation method. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. This issue is being investigated through corrective and preventative action (CAPA).

Event description:
It was reported that a vancomycin 1000mg docked 250mlnacl appeared to have plastic grey bits in the solution. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the root cause could not be determined. If additional relevant information or samples become available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.